Event description:
On (B)(6) 2019 admitted for anemia/dark stools on asa/subtherapeutic inr. 6th gastrointestinal bleed since implant. On (B)(6) 2019 heparin drops, 1 unit packed red blood cells warfin, 7.5 mg drop of hgb 12.9 to 8.4, inr sub therapeutic to 1.2 on (B)(6) 2019: small bowel enteroscopy no bleed found. Capsule dropped. On (B)(6) 2019: planned double balloon enteroscopy (dbe), aborted due to food contents in stomach hgb stable on (B)(6) 2019 no further dark stools. No further information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2019 through (B)(6) 2019 for gastrointestinal bleeding presenting with inr 1.2, a drop in hemoglobin from 12.9 g/dl to 7.9 g/dl, and positive melena for 2 days. A pill capsule and esophagogastroduodenoscopy found no active bleeding. The patient was also transfused 1 unit of packed red blood cells during the admission. No further information was provided.